Event description:
Ous MDR - on (B)(6) 2014 the patient had a vf episode which lead to a revision because the rv lead could not measure thresholds. The patient was then re-operated on the same day because she had a perforation outside of the pericardium and collection of blood in the abdomen. The lead was repositioned in the ventricle. Four days later the patient was well again.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.